Manufacturer narrative:
The insulin pump passed the rewind and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the insulin pump could not pass the displacement test. No further information was provided.